Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) USA alleging that their onetouch verio iq meter had displayed an error message ¿ error 4. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged error message first occurred at an unspecified time on (B)(6) 2015. The patient manages their diabetes with oral medication (x4 1000mg metformin per day) and denied taking any action in response to their regular diabetes management routine as a result of the error message appearing. The patient stated that ¿an hour or so¿ after the alleged error message occurred they developed a ¿headache¿. In response to this the patient self-treated by taking an unknown dosage of ¿advil¿ after receiving telephone advice from their doctor. The patient also stated that they were able to test their blood glucose on another unknown device at this time but could not provide the result which was obtained on this device. At the time of troubleshooting the cca walked the patient through a re-test and was unable to resolve the issue. It was noted that the patient was carrying out the correct testing procedure. The patient¿s products were replaced and requested for evaluation. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged error message remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.